Event description:
Clinic notes dated (B)(6) 2015 note that the patient is now having an increase in seizures and that vns diagnostics failed twice. It was noted that the device would be reprogrammed and the patient would be referred for generator replacement. Further follow-up revealed that the patient underwent prophylactic generator replacement due to ifi - yes. The explanted generator has not been received for analysis to date. It is unknown whether or not the increase in seizures is above the patient's pre-vns baseline frequency. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
It was reported that the explanted generator was discarded; therefore, analysis cannot be performed. Device diagnostics prior to generator replacement showed ifi - yes. It was reported that there was no patient injury and the patient underwent generator replacement to replace with a newer generator model to better control the patient's refractory seizures. There were no causal or contributory programming changes, medication changes, or other external factors that preceded the onset of the increase in seizures.